Event description:
It was reported that a homechoice device experienced an unspecified alarm. The reporter stated there was an error during last fill. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The reported event was identified in the event history log review as a low drain volume alarm. Visual inspection was performed with no issues noted. Functional testing, electrical safety testing, calibration and simulated therapy were performed with no issues noted. The direct cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.